Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. Abnormal low power hazard, power cable disconnect, and no external power alarms were observed between 8:13:30 and 8:13:43 on (B)(6) 2024 while the controller was connected to the mobile power unit (mpu). The sequence of events appears to be consistent with a loss of ac power to the mobile power unit. The no external power alarm cleared when external power appeared to be restored to the system. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed within the expected range. To date, the mobile power unit (serial number: unknown) has not been returned to abbott for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number was not provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with shortness of breath. The patient admitted that they intentionally unplugged their driveline (B)(6) 2024. The log file captured multiple no external power alarms (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The events on (B)(6) 2024and (B)(6) 2024appeared to have been the result of the patient disconnecting both system controller leads from power. The events on (B)(6) 2024indicated a loss of power to the mobile power unit (mpu). The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. The patient stated that they believed there was a short in the mpu. If the patient moved the cord a little bit the "connect external power" alarm would occur. The ventricular assist device (vad) coordinator confirmed with the patient that the wrench was not illuminated on the device, and there was no noticeable damage to the cord. It was confirmed that the yellow connection was in place. The patient stated, "I think it's from me getting up and yanking on it so many times." The coordinator reviewed with patient that the mpu should not be moved or tugged on repeatedly and if they need to get up and walk, they should switch to batteries. The mpu was to be replaced due to recurrent "connect power" alarms.